Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent alerts. The customer was unable to verify the alert occurring. There was no reported impact to the customer's blood glucose level.